Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an upstream occlusion alarm. A catheter had been placed earlier that day. The patient mentioned feeling a strange sensation in their arm, causing discomfort, and expressed a desire to remove the catheter. He confirmed there were no bends, kinks, or closed clamps on the tubing line, and that the spike was fully inserted into the medication bag. The alarm was acknowledged. The event occurred while in use with a patient at the patient's home. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.